Event description:
Consumer called to report receiving inaccurate readings for about a week. Appear to be reading lower than her other meter. Analysis run on clark error grid using competitive reading (267) as ref. Point vs. Bd reading (120) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.